Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient weight unknown / not provided.

Event description:
Doctor reported non integration. Upon visual inspection cc noticed that two implants were fractured. Doctor's assistant confirmed by phone on 11 jun 2021 that implants fractured. Tooth location: 15. Patient has been rescheduled for new implant placement.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) and one unknown biomet implant were returned for investigation. Visual evaluation of the as returned products identified sign of use (bone residue around the external threads) and fracture across the threads. Device history record (DHR) review for the lot (2012041338) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2012041338) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.